Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal. The pelvic floor it was reported that patient felt like the stimulator had moved and that the right hip was hurting them from the outside of the body. Patient also started it only hurts at certain time "excessively when sitting". There was not trauma or fall related to the pain. Patient also reported that when they go to check stimulation, their patient programmer will show that the device was off. Patient synced patient programmer and a poor communication screen on the call. Patient repositioned patient programmer antenna and was able to communicate with implant and confirmed implant was on no further complications were noted or anticipated.